Event description:
My father had a medtronic defibrillator placed approximately 3 years ago. Up until 2008 had no problems and no concerns of a faulty device. On the same day at approximately 9:30 pm, the defibrillator delivered 30 shocks within approximately a 30 minute time period until the ambulance arrived at the emergency room and they could shut it off with a magnet. A medtronic technician came to the hospital and explained that he did not have a heart attack, that he was one of the patients that had received a sprint fidelis lead that had been recalled and it had fractured causing his device to think his heart rate was 300-500 bpm, so it continually shocked him. The medtronic defibrillator device had fractured lead and inappropriately shocked the patient -my father- 30 times in a 30 minute timeframe. The patient had one of the recalled model numbers of the sprint fidelis leads that were reported to have possible problems in 2007 in a letter to patients and doctors. Diagnosis or reason for use: chf, risk of mi.